Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was unable to obtain telemetry with a programmer. A different programmer was used and telemetry was successfully obtained. The programmer obtained telemetry successfully after the issue with other devices. The device remains in use. The programmer remains in use. No patient complications have been reported as a result of this event.